Event description:
It was reported that over three months, the patient experienced an exacerbation of heart failure due to left ventricular lead pacing. Dizziness, lightheadedness, murmurs, and dyspnea were noted. No action was taken and the lead remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.